Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed and the reported failure was able to be reproduced during visual inspection.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue. The fse recalibrated the master tool manipulator (mtm) on the surgeon side console (ssc), however, the customer was still having issues. The fse replaced the mtm. The system was tested and verified as ready for use. Isi has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon was not able to control the instrument properly. The issue was related to the instrument tip not exactly transmitting the surgeon's movement and it seemed to have a sluggish reaction. The surgeon moved to the other surgeon side console (ssc), which was connected since the start of the surgery. This ssc did not have any problems and the surgeon continued the surgery. The error logs were not showing any errors pointing to this issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if the issue was occurring with the left or right master tool manipulator (mtm) and the surgeon stated it was with the right mtm while controlling universal surgical manipulator (usm) 3. The procedure was completed robotically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system turned on as normal and the error occurred while the surgeon started using the mtm. The second system worked normal and the surgeon managed to complete the procedure.